Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer stated that the blood glucose went up from 154 mg/dl to 311 mg/dl. The customer stated that they were nauseous. The customer declined to troubleshoot for high blood glucose. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.